Manufacturer narrative:
The sample has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tube broke (crack) at y junction. There was leaking observed when the feeding tube flushed after giving medication and with tube feeding running. No patient harm reported other than discomfort and inconvenience of replacing the feeding tube earlier than necessary.

Manufacturer narrative:
The device history record (DHR) is established based on the serial number stick on the device. The serial number was not provided therefore the DHR could not be reviewed. The samples were already used on a patient, so they could not be taken to the production line for evaluation following customs policy therefore a sample evaluation is not able to be completed. A photograph depicting the affected part was not provided for evaluation. A review of the manufacturing process of the y-port assembly, test and inspection was conducted. A leak test was performed as per customer specification. There was no y-port crack/detached issue found during the last four years. Customer feedback was reviewed for the same model and, no similar issues were reported for the same model 461255e. A review of the manufacturing and quality process controls for this product was also conducted by the supplier yielding the same results therefore they unable to determine the root cause due to limited information. There are no corrective actions taken at this time.